Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
The patient reported skin irritation in the form of burning sensation, itching, and rawness with no open skin. The patient sought medical treatment and was prescribed a topical steroid. Patient recommended following proper skin preparation steps.